Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 43-45 mg/dl while the customer was sleeping at night. Bg was addressed with juice. Reportedly, the customer was new to using the pump and was not used to having insulin being delivered overnight. The customer reported that the pump was functioning as intended. Reportedly, the customer contacted a healthcare provider regarding basal rate and personal profile settings for overnight use.